Event description:
It was reported that the pt did not have any benefit during first activation, which took place on (B)(6) 2013. Re-implantation surgery is planned for (B)(6) 2013.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.